Event description:
The international service center reported that during the installation process of the v60 unit, when new unit was powered on to perform run in test, the screen was not displayed. There was no patient involvement.

Manufacturer narrative:
(B)(4).